Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed button error alarm and no button response due to corroded keypad traces. No frozen screen noted. The device was received with cracked display window corners, battery tube threads, reservoir tube lip, belt clip slot, and minor scratched display window.

Event description:
Customer reported a button error alarm. The customer's blood glucose was 118 mg/dl. The customer stated she was attempting a bolus when her insulin pump's screen froze and the alarm occurred. The customer declined to troubleshoot for the button error alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.